Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's scs ipg was not connecting with external devices. Reportedly, the patient programmer displayed ¿ipg not found¿ message. Troubleshooting was unable to resolve the issue. Consequently, the patient's scs ipg was replaced with a new one and the issue was resolved.